Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: intraoperative warnings bending, disassembly, or fracture of implant and components.

Event description:
The surgeon observed via x-ray on (B)(6) 2025, that the rods of the 99-1022-300 mariner outrigger rod connector (an integrated rod and connector component implanted during an initial surgery (B)(6) 2024) had fractured. Revision surgery was performed on (B)(6) 2025. While performing the revision surgery, one of the set screws fractured, so the broken rod connector was unable to be removed, however, the surgery was completed successfully with side-to-side connectors and a new rod. Customer confirms there was no patient injury. The broken rods are not available for evaluation. MDR report #3012120772-2025-00014 documented for the a broken set screw that was left inside the patient during the revision surgery. This MDR is to document the broken rods that led to the revision surgery.